Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported recurring restart which was reproduced. Device recurring restart was verified and found to be caused by a failed alternating current (ac) power cord. The ac power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump restarted repeatedly when attempting to program and during customer testing was able to program but could not reproduce. There was no known patient injury or medical intervention associated with this event. No additional information is available.